Manufacturer narrative:
(B)(4). Conclusion summary: on april 24, 2018, it was reported that during surgery, the unit did not provide a smooth cut it was rough/harsh. The physician stated it required several passes on the left thigh. He then increased the thickness of the graft to 1/20,000 inch and increased the pressure on the dermatome. Eventually, the dermatome was replaced with another to acquire the appropriate skin strip to be grafted. The customer returned an air dermatome device, serial number 108033, for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial (B)(4) one time as documented in the repair reports in livelink. The last repair was august 22, 2014 where it was reported that the device is not oscillating and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, poppet assembly, hand piece assembly, all 4 width plates, o-ring, and swivel were replaced. This is not a related issue. However the device was returned on july 26, 2017 and was returned not repaired due to lack of response from the customer on aged repair cost approval. Product review of the air dermatome on may 7, 2018 revealed that calibration and motor speed were both within specifications. The 4 width plates that were sent in with the device were all damaged. The head showed signs of wear and the control bar showed some signs of damage. Repair of the air dermatome was performed by zimmer biomet surgical on may 7, 2018 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, damaged control bar, neck, calibration shaft, swivel, hose, and width plates. Air dermatome, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the head, control bar and all of the width plates that were returned were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the head, control bar and all of the width plates that were returned were damaged. It is unknown with the information that was provided how this occurred. The damaged components could have snagged the graft during retrieval causing the device to not provide a smooth cut. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the unit did not provide smooth cut/rough/harsh. The physician stated it required several passes on the left thigh. He then increased the thickness of the graft to 1/20,000 inch and increased the pressure on the dermatome. Eventually, the dermatome was replaced with another to acquire the appropriate skin strop to be grafted. There was harm to the patient as he was left with several small skin lacerations. No additional graft was taken. No additional consequences have been reported as a result of this malfunction.